Event description:
It was reported that on (B)(6) 2022 , that during inspection items had stuck keys. There was no patient involvement. This report is for one (1) holding sleeve 105mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure (B)(4) is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Service and repair evaluation: the customer reported that 394.46, holding sleeve 105mm had stuck keys. The repair technician reported that the device was cross threaded, failed to operate smoothly and cosmetic test failed. Threaded strips/ damaged is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is threaded strips/damaged. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.